Event description:
The customer reported that when an image is recalled, it does not match the thumbnail view. Duplicated images were found within the pt directory that did not correspond with the intended saved image. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The hard drive was replaced. The system was tested and found to be working as intended and put back into service.